Manufacturer narrative:
(B)(4). Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production. Bd understand the importance of our products to your clinical practice, and we strive to provide highest quality devices on the market. We continuously seek to improve and value feedback from our customers. Though the incident could not be confirmed based on this complaint, bd is investigating the leakage complaint and is in the process of implementing the appropriate corrective actions in order to improve the customer and patient experience. This event has been added to our complaint database. Our team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. End user risk assessment as per p-eura document, (B)(4), severity is severe (s4) (B)(4) the risk is unacceptable per (B)(4). Root cause description: from the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA# (B)(4) has been initiated to address the issue. However, as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: n/a.

Event description:
It was reported that an unspecified number of venflon pro safety 18ga 1.3mm od 32mm l experienced leakage during use. The following information was provided by the initial reporter: I received this complaint from the customer yesterday. It's the same problem as earlier complaints from the same customer. Fluid was administered via the port during surgery. Then it started bleeding from the port. They inserted a new catheter (same lot and product number) and the same happened with this one. Blood leaking from the port. No samples available this time.